Manufacturer narrative:
(B)(4)

Event description:
The pt felt a shocking/jolting sensation while the stimulation was turned on whenever she touched anything made of metal. This also happened when the stimulation was turned down, but the pt did not know if it happened when the stimulation was off, as she usually had it on. This had been happening for the past week. It was noted that the pt fell and hit her head badly a month prior. Further info is being requested at this time.